Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had foreign material clogging the nozzle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, confirmed clogged foreign material in the nozzle, confirmed black material and fibrous material. However a definitive root cause could not be determined. In addition: pet (polyethylene terephthalate) was confirmed from the fibrous material. We could not confirm the reprocessing steps were deviated from IFU. Olympus will continue to monitor field performance for this device.